Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump timed out sooner than expected. Customer's blood glucose level was between 137 and 350 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.